Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating the motor device was not fucntion. The reporter was unaware if the event was related to surgery. The reported stated no injuries or medical intervention was reported. The reporter stated there was no delay in surgery. No additional information is available